Event description:
It was reported that the customer lost consciousness and was taken to the hospital on (B)(6) 2014. Customer's blood glucose level was about 40-41 mg/dl at the time of the incident. Customer was given a glucose shot but did not regain consciousness, so he was taken to the hospital. Customer stated that he was not sure if the low blood glucose level was the reason why he lost consciousness. Customer stated that his low blood glucose levels were identified as the reason for hospitalization. Customer declined troubleshooting. Customer is still working with a health care professional to determine the cause of hospitalization. Customer will be contacted in 90 days to follow-up. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.